Manufacturer narrative:
Additional information: no further information was able to be obtained from this customer. As such the cause of the reported event cannot be determined. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The first probe was manufactured on january 13, 2015. There were (B)(4) paks associated with this lot. A review of the manufacturing records) did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. The second probe was manufactured on (B)(6) 2015. There were (B)(4) paks associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. The root causes can be attributed to a nonconforming rfid tags. Internal investigations will opened to address the issues. (B)(4).

Event description:
A nurse reported the laser probe was not recognized during a procedure. The product was exchanged and the problem persisted. The case was completed by using cryopexy. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).